Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown morphine drug (cannot be obtained; not documented at 1 mg/ day) via an implantable pump for non-malignant pain. It was reported that the patient was not receiving any relief outside of about an hour after bolus deliveries. A dye study was done and they could not aspirate the catheter.  It was unknown if there were any environmental/external factors that may have contributed to the issue.  It was unknown if surgical intervention was planned.  The issue was not resolved.  The patient's weight and medical history were asked but unknown.  The patient was alive with no injury at the time of this report. Additional information was received that the cause of the inability to aspirate the catheter was not determined. No actions had been taken at the time of this report and the device remained in service. Additional information was received that the healthcare provider (hcp) referred the patient to have a revision scheduled but it had not been scheduled at the time of this report.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the catheter was found to be coiled in the pump segment. During surgery the pump segment was removed and replaced. It was reported that the patient was also complaining about the pump location so the pump pocket was also moved to the patient¿s back by request.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot#/serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.